Event description:
It was reported to boston scientific corp on (B)(6) 2008 that a piranha ureteroscopic biopsy forcep device was used for a biopsy procedure. According to the complainant, during the procedure the forceps failed to open in the pt. The physician removed the forceps and tried the procedure again (using the same forceps) and one of the jaws broke. The procedure was successfully completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The lot number of the piranha ureteroscopic biopsy forcep kit is not known; therefore, the device manufacture date and expiration date can not be determined. A visual inspection of the device indicated that 2 cm of the coil and core wire is missing and was either cut or sheared off. A review of the device history record for the piranha ureteroscopic biopsy forcep lot # 9425533 contained in the piranha ureteroscopic biopsy forcep kit was performed; no anomalies were noted. The (B)(6) 2008, 15-month urology piranha product family complaint trend report, inclusive of all failure modes was reviewed; no favorable trend was noted. (B)(4).